Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low, out of range shock impedances. The patient was seen in clinic for follow up. The source of the out of range measurement was not determined. No abnormality was found. All impedances were within normal range. The patient was to continue with the normal scheduled three month follow ups. No adverse patient effects were reported. Subsequent information indicates that this device was explanted. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned portion of the lead was tested. The lead had been severed, three terminal leg segments were returned. The returned segments were determined to be electrically continuous. Due to the nature of the returned product, no additional testing was able to be performed. The clinical observation was not able to be confirmed.